Event description:
A malfunction alarm was reported, identified as malfunction code "malf 0". There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, which resolved the issue without recurrences. The customer was instructed to call back if the malfunction code recurred, and they acknowledged and understood the guidance.